Event description:
It was reported to philips that a system crash occurred, suspected to be caused by a hard disk or data cable issue on an allura cv20. The clinical use of the system was outside of use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service cleaned and refixed the data cable, restoring the system to functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).